Event description:
New information reported on 05/01/18 noted the patient presented in-clinic and programming changes were successfully performed. The patient was in stable condition during and post programming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited episodes of nonsustained ventricular oversensing and marker anomaly. The patient was scheduled for an in-clinic visit for programming changes to be performed. No additional information was reported.